Event description:
The customer contact reported during testing at the user facility, the device ac receptacle was noted to be burnt. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Testing and investigation found evidence of burning external to the device. The ac receptacle showed evidence of burning, electrical sparking and charring. The device came without the hospira ac power cord and the battery. The electrical safety test could not be perform, because the ac receptacle showed evidence of electrical sparking, charring and burning. The device was opened and there was no damage observed to the power supply. It was also found there was internal evidence of fluid spillage on ac receptacle. The ac power cord was not sent in for evaluation, therefore a probable cause could not be determined.

Event description:
The customer contact reported during testing at the user facility, the device ac receptacle was noted to be burnt. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.